Event description:
Reporter indicated that a pt went to the physician's office because he could no longer feel vns stimulation. At the office visit, it was found that both system and normal mode diagnostic tests showed high lead impedance. It is believed by the physician's office that the pt could no longer feel stimulation due to the high lead impedance. It was reported that no trauma or manipulation of the device had occurred. Attempts for additional info have been unsuccessful to date. Revision surgery is likely.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.